Manufacturer narrative:
No lot number was provided; therefore, device history record review could not be completed. The reported issue could not be confirmed as no product sample was received for evaluation. If the product is returned, the manufacturer will reopen this complaint for further investigation. UDI and catalog and operator of device are unknown. No product information has been provided to date.

Event description:
It was reported that one defective cadd cassette was causing -no disposable- alarm at the end of infusion on both legacy pumps. No patient injury was reported.